Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window. Insulin pump received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked lcd window.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose was 130mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).